Manufacturer narrative:
One tapered screw-vent implant (tsvt4b13) was reported but not returned for investigation. Therefore, visual/physical evaluation could not be performed. The investigation was conducted using applicable instructions for use, risk files and other available information. Functional testing to recreate the reported event could not be performed due to the nature of the devices and event. Patient pre-existing conditions, tooth location, placement duration and x-ray image were irrelevant to this investigation. Picture images were not provided. Appropriate documentation was reviewed. DHR review for the lot (1257421) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. Complaint history review was performed for the reported lot number (1257421) for similar events and no other complaints were identified. February post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction, reported event and coob are unverifiable and could not be confirmed ¿ the product/packaging was not returned. The following sections have been updated: h3: changed "yes" to "no" device not returned.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the implant vial was mislabeled. The top sticker stated 3.7 x 10mm, but the physical implant and other labels on the packaging all indicated tsvt4b13 which is 4.1 x 13mm. They originally 3.7 x 10mm for the procedure which is why they chose the implant after looking at the top sticker.